Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the chloride electrode on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample was tested three times on the integra 400 plus, resulting with chloride values of 155.6 mmol/l, 158.9 mmol/l, and 175.3 mmol/l. The sample was repeated twice on a second integra 400 plus analyzer, resulting with values of 114.9 mmol/l and 115 mmol/l. The sample was repeated on an unspecified blood gas analyzer using a direct chloride method, resulting with a value of 120 mmol/l.